Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 1000 mcg/day, indicated for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient experienced withdrawal symptoms, mainly pain and stiffness. The event occurred in (B)(6) 2018. A catheter revision was performed. It was noted that the pump never alarmed and was working fine. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. It was stated that as diagnostics/troubleshooting performed, only the pump was interrogated to find it was working properly. No catheter dye study was done, but the hcp stated that the x-ray showed the catheter may have disconnected. Actions/interventions taken to resolve the issue included surgery to clear scar tissue from the pump section of the catheter, and to reattach the catheter to the pump. No new product was implanted or replaced. It was reported that the hcp thought the catheter was disconnected from the pump because of an earlier x-ray; however, after cutting the pump pocket open the catheter seemed to be connected. The pump section of the catheter was cleared of scar tissue with a bovie knife and reattached. 1cc of cerebrospinal fluid (csf) was obtained through the catheter access port (cap) and the pump was put back in and the patient was stitched back up. The patient was reduced to about half of dose (reported as approximately 1000 mcg/day to 500 mcg/day) of baclofen. At the time of the report, it was unknown if the issue was resolved. The patient¿s status was indicated as ¿alive ¿ with injury,¿ as the patient stated that she had an increase in pain and spastic ¿about 1-2 weeks ago¿ from the date of the report. It was indicated that they were not sure if the catheter was the issue or not. The patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. The patient¿s concomitant medications included oral baclofen, other medications were unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.